Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep replaced the hard disk drive assembly, flashed the nodes and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system displayed corrupted images. No pt injury was reported.